Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
Additional information: one i3 unit model # cm1100 with main unit serial # (B)(6) and one i3 accessories set were returned. The error could not be replicated during analysis, but was confirmed by error # 5 being recorded in the logs of the cardiomemshf website. Due to the finding of incorrect speed setting on compact flash, root cause was concluded to be a compact flash-error 5. This unit is known to be affected by the error 5 CAPA.